Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device registry listed the drug as morphine as of (B)(4) 2015) in an implantable pump for non-malignant pain. There was a problem and the patient requested a phone call. There were no symptoms reported. No further information was provided. Additional information was requested from the consumer regarding drug information, event details, onset date, symptoms, steps taken to resolve the issue, and if the issue resolved. If additional information is received, a follow-up report will be submitted.